Event description:
Procedure type: low anterior resection. According to the reporter: the doctor was unable to fire the device during the case. There was no unanticipated tissue loss. There was no bleeding in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).